Manufacturer narrative:
Analysis of the catheter on (B)(6) 2017 revealed coring/tears/cuts in the seal of the sutureless catheter connector that met leak criteria. Analysis of the catheter also identified a kink in the catheter body. Analysis observed a kink near the pin connector and noted that the kinked area occluded in the laboratory during pressure testing when the catheter was bent to a narrow radius. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered at a flex dose rate of 1,919.3 mcg/day as of (B)(6) 2017. The previously applied results code 3233 and conclusion code 11 are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (concentration and dose unknown) via an implanted pump for intractable spasticity and cerebral palsy. The pump and catheter were replaced on (B)(6) 2017. The reason for the catheter removal was noted as ¿other, unknown.¿ the patient had his rate continually increased over the last few years, but no catheter failure had been documented. It was noted they also wanted to go from a 20cc pump to a 40cc. There were no issues with the pump. A rotor and dye study were not performed. The patient had experienced a gradual loss of therapy. The patient status after the device was removed was recovered without sequela and there was no patient injury. No further complications were reported/anticipated or expected.